Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 517 mg/dl. Customer's blood glucose value was 300 mg/dl at the time of the call. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting but no malfunction was discovered with their insulin pump. The customer will monitor the device fur any future issues. The customer did not return the product back for analysis.